Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix extension issues. Product investigation revealed an inner coil fracture near the terminal end. The lead was removed prior to pocket closure. Another lead was implanted to complete the procedure. No adverse patient effects were reported.